Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as february of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.

Event description:
The patient advised that she has tri general myalgia, suicide disease, which is a diagnosis of trigeminal neuralgia, commonly nicknamed the suicide disease, means unpredictable bouts of severe pain that makes everyday living unbearable. Every aspect of life becomes shrouded in currents of unrelenting shocks to the face, causing both physical and mental anguish. The patient stated she wore the unit for 1 week and was unable to talk, eat, she couldn't move her jaw. She was in terrible pain so she stopped wearing the unit and called her doctor and told him she can't wear the unit because it causes her disease. She stated the doctor agreed. A return label was shipped to the patient.